Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that small pericardial effusion was detected post procedure, less than 30 minutes after the last ablation. A transseptal puncture had been performed but not with bwi or jnj products. Patient got sent to ccu (critical care unit) for monitoring. The adverse event occurred on (B)(6) 2023. It was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure and/or patient condition. Intervention provided was sternotomy. Outcome of the adverse event was improved. Patient required extended hospitalization because of the adverse event for recovery from sternotomy and monitoring. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).